Event description:
Patient reported right side deflation. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening. Plug strap separated: not observed. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side deflation. Healthcare professional later reported "plug strap separated" and "leak is evident at strap where end is attached to shell" observed during surgery. This record is for the right side. The device has been explanted and replaced.

Event description:
Patient reported right side deflation. Healthcare professional later reported "plug strap separated" and "leak is evident at strap where end is attached to shell" observed during surgery. This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.